Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information received by edwards. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of an evoque in tricuspid position by right femoral vein where one and a half month after the procedure the patient developed thrombosis. The gradient levels were documented as 1 mmhg at baseline, 1 mmhg at discharge, and 6 mmhg at six weeks. The patient had a medical history of anticoagulation therapy, with falithrom prescribed at discharge and clexane reported as a current medication. Valve thrombosis was confirmed through imaging. The patient was symptomatic, reporting weakness and recurrent dyspnea. No central valve regurgitation was observed. According to medical opinion, the perceived root cause of the event was the reduction of oral anticoagulation by the referral physician. No patient injury was reported, and no positioning issues such as malposition, migration, or embolization were identified during the procedure or in follow-up imaging. The patient is under observation in the hospital.